Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 23, 2021 that a wallflex biliary rx fully covered rmv stent was to be implanted in the common bile duct to tamponade bleeding during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the stent was implanted in the correct position. However, during withdrawal of the delivery system, the stent got caught on the delivery system and was pulled out into the duodenum. The stent was removed from the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Note: according to the complainant, the walflex biliary rx fully covered rmv stent was implanted to tamponade bleeding. However, per the wallflex biliary rx fully covered stent system rmv directions for use (dfu), the wallflex biliary rx fully covered stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis. The wallflex biliary fully covered stent system rmv is not indicated to treat bleeding.